Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer performed a supply change to address the issue. Customer¿s blood glucose level was 534 mg/dl. Customer administered manual injections to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.